Manufacturer narrative:
Investigation summary: based on the information available, product analysis was able to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cuff component was visually inspected, microscopically examined, and tested for leaks. During the visual test, it was noted that there is fm (foreign material) in the krt (kink resistant tubing) and damage on the side of the pillow. A leak was identified in the cuff shell by the shell lateral area. Under the microscope, it is observed that in the cuff leak area, there are 4 zig zag patterned tears most likely done by a sharp tool during explant as there is no sign of wear and fatigue on those tears. There is also a tear on the backing near the 4 zig zag tears most likely done during explant at the same time as the 4 zig zag tears. There is slight scaling on the backing and slight wear on the krt. It is confirmed that there is fm in the krt. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon component was visually, microscopically inspected and tested for leaks. The balloon was also functionally tested. During the visual test, it was noted that the balloon was in a non-spherical shape and it also has wear on the krt (kink resistant tubing). The balloon passed the leak test. Under the microscope, it is confirmed that there is wear on the krt and there is also slight scaling on the balloon shell. The functional test was performed and the balloon failed with a pressure of 51.5 cmh2o (centimeters of water). The specification of the balloon is from 61 cmh2o to 70 cmh2o, thus product analysis was able to identify a product malfunction with the balloon. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) device due to a hole in the cuff which caused a saline leak. Two weeks prior to the surgery, the patient was admitted to the hospital because the aus was not working properly. Post procedure, a patient outcome of stable was reported.

Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) device due to a hole in the cuff which caused a saline leak. Two weeks prior to the surgery, the patient was admitted to the hospital because the aus was not working properly. Post procedure, a patient outcome of stable was reported.